Manufacturer narrative:
H.6 investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record reviews for batch 2293271 was satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks are performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specification. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhrs are reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples from batch 2293271 (10 tubes) were available for inspection. No media, defects were observed in 10/10 retention samples. For further investigation two tubes went into incubation both tubes were inverted so the media was on the cap. One tube was placed into the 20-25-degree celsius incubator, and one tube was placed into the 33-37-degree celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 2/2 incubated retention tubes. Two photos were received to assist with the investigation: the first photo shows a partial tube from batch 2293271. There does appear to be possible fungal growth in the tube. The second photo shows the bottom of a partial tube. There is possible fungal growth on top of the media. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos received. Based on the low defect rate for this batch, no actions are planned at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth mold appeared. The following information was provided by the initial reporter: customer is reporting that they had mold appear on d14 on item 297354, lot # 2293271, exp: 17apr2024.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth mold appeared. The following information was provided by the initial reporter: customer is reporting that they had mold appear on on item 297354, lot # 2293271, exp: 17apr2024.